Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had high impedances. The patient reported that therapy had been working well, but started having dif ficulty using therapy groups a and b and seeing error messages on the patient programmer when attempting to use groups a and b, with loss of stimulation, beginning 1¿2 weeks prior. An impedance check was performed and electrode 12 measured 40,000 ohms; groups a and b were programmed using electrode 12 and this was stated to be associated with the error messages. The therapy was reprogrammed to program around electrode 12 with good coverage. The issue was reported as ongoing, and the patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.